Manufacturer narrative:
Updated bd aware date (b4) and global reportabillity aware date to 08/03/2018.

Event description:
Syringe damage/calibration error was reported.

Manufacturer narrative:
Added to b5 there was no patient involvement and updated patient codes*********************************************************************************

Event description:
Syringe damage/calibration error was reported. There was no patient involvement.

Manufacturer narrative:
H10: the syringe split nut recall, watchdog recall and subsequent repairs were performed by service during the service recall process. A review of the device history record was performed, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. The proximate cause of the device affected by the watchdog recall was identified as due to a software issue on the logic/control board. The tube drive was observed to be bent. The proximate cause was identified as due to a mechanical failure. The front case was observed to be damaged/cracked. The proximate cause was not identified. The claw was observed to have worn sml/lrg gear claws. The proximate cause was identified as due to a mechanical failure. The flange gripper was observed to have a damaged/cracked retainer. The proximate cause was identified as due to a mechanical failure. The flange gripper was observed to have a cracked wiper seal. The proximate cause was identified as due to a mechanical failure. The barrel clamp assembly was observed to be cracked. The proximate cause was identified as due to a mechanical failure. The left/right handle was observed to be damaged/cracked. The proximate cause was not identified. The carriage assembly was observed to have an incorrect gap. The proximate cause was identified as due to a manufacturing issue (misassemble). There was no reported patient injury. This device is used for therapeutic purposes.

Manufacturer narrative:
The device sent in for the syringe split nut recall and watchdog recall was not affected by the recall, however during the recall process, multiple issues with the device unrelated to the recall were observed and replaced. The tube drive was observed to be bent. The proximate cause was identified as due to a mechanical failure. The front case was observed to be damaged/cracked. The proximate cause was not identified. The claw was observed to have worn sml/lrg gear claws. The proximate cause was identified as due to a mechanical failure. The flange gripper was observed to have a damaged/cracked retainer. The proximate cause was identified as due to a mechanical failure. The flange gripper was observed to have a cracked wiper seal. The proximate cause was identified as due to a mechanical failure. The barrel clamp assembly was observed to be cracked. The proximate cause was identified as due to a mechanical failure. The left/right handle was observed to be damaged/cracked. The proximate cause was not identified. The carriage assembly was observed to have an incorrect gap. The proximate cause was identified as due to a manufacturing issue (misassembly).

Event description:
Syringe damage/calibration error was reported.